Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using a neuron max 6f 088 long sheath (neuron max). Upon completion of the procedure, the physician experienced resistance while retracting the neuron max to be removed. Subsequently, after retracting approximately ten centimeters of the neuron max out from the patient, the neuron max became kinked and broken. Consequently, the coil wind and the other 70 centimeters of the neuron max remained in the patient with the tip of the neuron max in the distal v2 segment. Therefore, the physician performed a radial artery cutdown surgery to remove the broken piece of the neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, multiple attempts to obtain the device from the hospital for investigation were unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.